Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and the results of the legal manufacturer's investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined was unable to confirm a malfunction associated with the device referenced in this report and that the likely cause of the reported event was failure of the disposable electrode.

Event description:
The reported problem occurred during a procedure. The intended procedure is unknown. The intended procedure was completed with no delay. There was no patient injury that occurred, associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In troubleshooting the issue with the assistance of olympus technical support, the problem could not be reproduced and a likely cause could not be determined. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that every time an electrode, connected to an electrosurgical unit, was activated using monopolar energy during a laparascopic procedure, the image was lost on multiple monitors. There was no patient injury, associated with the problem, reported to olympus.